Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2019-00202. During transseptal puncture for a pvc ablation procedure, a perforation occurred. An x-ray and tee imaging confirmed the perforation, which required no intervention. The patient was asymptomatic and stable. The procedure was not completed. The following day, CT imaging confirmed the aorta was in good condition. There were no alleged performance issues with any abbott device. It was indicated the perforation may have occurred due to the patient anatomy.